Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report.

Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured in an unknown vessel. The number of inflations and to what atms is unknown. The procedure was successfully completed with another maverick2 balloon. No pt injuries or complications were reported. Patient status is unknown. Additional info regarding this event has been reuqested.